Event description:
Via spontaneous call, pt reported that ms3 pump broke. Per pt, "the part where you put the drug in broke off." Sn (B)(4). Pt returning pump and sending replacement. Pt has a functional backup pump. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.